Manufacturer narrative:
This follow-up was created to document the updated device information and conclusion of the investigation. A titan touch pump was the sole component received for evaluation. Examination and testing of the returned component revealed abrasion on all tubes. No functional abnormalities were noted with pump component. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. The information received indicated the device would not stay inflated, but because no functional abnormalities were noted with the returned pump, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the implant inflated, but deflated naturally in a minute. The pump failed to inflate the device. The device was explanted and replaced. The replacement pump sorted the issue